Manufacturer narrative:
The technician replaced the CPR belt and sprocket upgrade to repair the bed.

Event description:
Information received indicates the CPR release belt is broken which prevents the CPR function from engaging.